Manufacturer narrative:
Additional information: poc - (B)(4). A getinge field service engineer (fse) stated that while performing the coiled cable field action he found the fiber optic connector to be broken. Fse replaced cable assy, fo sensor extension. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received this part with a reported unit failure of a broken connector. The failure analysis and testing dept. Performed visual inspection of the part received part number: 0012-00-1562_e serial number: (B)(6) fiber optic connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by the failure analysis and testing department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported while getinge field service engineer (fse) was performing unrelated service visit, the cardiosave intra-aortic balloon pump (iabp) found fiber optic connector was broken. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.